Manufacturer narrative:
Product analysis #814979161:equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the concerto device was returned for analysis within the shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton; within an opened concerto inner pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath and concerto pusher. The concerto implant coil was found stretched within the introducer sheath with the polypropylene filament broken (figures c & d). Testing/analysis: the concerto coil could not be advanced out of the introducer sheath as it was found stuck. The concerto coil could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned concerto implant coil was found stretched. The customer reported the coil came out of the introducer sheath smoothly during preparation and did not report any damages to the coil during preparation, therefore, it is likely the damage occurred due to advancing against the reported resistance. Customer only reported devices were prepared per IFU. Therefore, the root cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribu tion of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil encountered resistance and was stuck in the catheter. The patient was undergoing embolization treatment. It was reported that the coil didn't pass through the microcatheter on pushing. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the coil had come out of the introducer sheath smoothly. The catheter used was not a medtronic product.